Event description:
It was reported that during a radical prostatectomy, the instrument errored during the procedure. New instrument had to be opened to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
The ace23p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if futher investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.